Event description:
The customer stated that a (B)(6) architect anti-hbc ii result of (B)(6) was generated for a patient sample (ID (B)(6)) tested on the architect i2000sr analyzer on (B)(6) 2014. The patient is known to have (B)(6). Retesting on (B)(6) 2014 generated a reactive result of 12.23 s/co. No adverse impact to patient management was reported. (B)(4)

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (No consequences or impact to patient); (false negative result).

Manufacturer narrative:
An abbott field service representative (fsr) performed multiple troubleshooting steps on the architect i2000sr (serial number (B)(4)). The customer's issue was resolved through normal troubleshooting procedures. No further reports have been opened for erratic or discrepant results for this architect i2000sr analyzer. A review of labeling concluded that the issue is sufficiently addressed. The operations manual contains adequate probable causes and corrective actions related to the customer's issue. Complaint tracking and trending review did not identify any issues or adverse trends for the parts marked as likely cause of the issue. A single definitive cause of the issue was not identified as multiple parts were replaced or cleaned. Based upon the available information, a deficiency of the system was not identified. There is not enough information to reasonably suggest a malfunctioned occurred.